Event description:
It was reported that during a da vinci prostatectomy procedure, the irrigation staff noticed that a wire at the tip of the prograsp forceps instrument was frayed. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated by failure analysis (fa). The instrument was found to have a frayed pitch cable at the proximal clevis hub. Frayed strands were observed to be sticking out at the instrument's wrist. The other cables of the instrument's wrist did not exhibit any damage. The instrument was also found to have deep scratches/gouges on the distal end of the main tube. The various scratch marks on the main tube exhibited light material removal. The scratches were short in length and not axially aligned with the tube. Fa concluded that the deep scratches/gouges on the instrument's main tube were likely caused by mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusion: the instrument was found to have a frayed pitch cable and deep scratches/gouges on the main tube. However, there is no indication that the patient was harmed or injured because of the reported issues. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.